Event description:
Following a catheterization procedure (type unknown), a pt had an angio-seal device placed. There were no details provided regarding the deployment. Approximately one month later, the pt reportedly returned and was diagnosed with thrombosis. Treatment, if any, was not communicated to the MFR. Despite attempts to gather more info, there has been no report to the MFR of the complication and/or pt sequelae.